Event description:
Boston scientific received information that this device exhibited "no capture in the ventricle" when programmed to the bipolar mode. When programmed to unipolar pacing mode, 100 percent pacing was observed. No adverse patient symptoms were reported. Six years later, an elective device replacement procedure was performed. This device was removed, replaced and returned for analysis. No further allegations were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis revealed this device battery had depleted normally. Analysis determined that there was an excess medical adhesive on the proximal connector springs of the ventricular lead barrel. This excess of medical adhesive has been found to cause an incomplete connection to the proximal lead connection and may have contributed to the reported clinical observation after implant in 1996. By reprogramming the pacing configuration to unipolar pacing mode, the proximal connection was avoided and all therapy was available and provided.